Event description:
It was reported that "final tighten part #48551072 transverse connector 40mm oasys. Upon final tightening clip splayed and broke. Removed implant and reimplanted the same size connector."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.